Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006705815-2021-01308. It was reported the patient underwent surgical intervention to revise the pocket site for both of his scs system implantable pulse generators. Reportedly, the patient experienced discomfort when sitting. During the procedure both generators pocket site was successfully moved to the abdomen.